Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported clip caught in the distal end of the exchange sheath was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A femoral angiogram was taken which showed calcification at the access site. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device via a 5f sheath after percutaneous transluminal angioplasty. Reportedly, the starclose se clip did not deploy in the artery; the clip remained attached to the starclose se device inside the sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.